Event description:
Was given twice the amount. Several times since upgrading to the dexcom g6 continuous glucose monitor, it has been highly inaccurate and sensors fail monthly. When used in combination with tandem t-slim insulin pump this results in too much insulin being given when inaccurate result is high and also shutting insulin pump off when inaccuracy says low. Additional information received from reporter on 01-nov-2022 for mw5099574. I have been a user of the dexcom g6 continuous glucose monitoring system since 2020 (cgm). The device has had numerous inaccuracies that have resulted in dangerously high and low blood glucose levels being incorrectly identified. This has resulted in forming diabetic ketoacidosis (dka which is deadly if not treated in a timely manner) and low sugars that nearly caused loss of consciousness. The dexcom device is connected to a tandem t:slim x2 insulin pump in a closed loop system. The severe inaccuracies have led to no insulin delivery due to cgm shutting off pump with a false low reading when a higher dose should have been administered. It has also led to more insulin to be delivered when the dose should have been reduced. I have filed complaints in 2021 with no response from the FDA. In december after a complaint to bbb, dexcom reached out to inquire. They have been no help other than acknowledging that there are severe inaccuracies with the device and to use my glucose meter more often. I am incredibly lucky I have not been hospitalized due to this device and the continued inaccuracies put me at great risk of injury or permanent damage and death. I am further tied my medicare guidelines saying that if I use a cgm I do not need to use a glucose meter. In fact, the dexcom user's manual mentions using a glucose meter when the cgm does not match symptoms or during certain alarms and errors over 46 times. I have over 40 photos of the cgm and glucose meter with readings outside the accepted variance threshold. My a1c had climbed from 6.4 in (B)(6) 2022, to 7.0 in (B)(6) 2022 due to the inaccurate readings being fed to the insulin pump. I do not know what patients using this device have to do to get your attention. These inaccuracies have led to several class action lawsuits trying to get someone's attention. Additional information received from reporter on 04-nov-2022 for mw5099574. Had dexcom g6 sensor sending inaccurate readings to tandem t:slim x2 insulin pump. This resulted in insulin pump suspending insulin delivery. I knew when sensor alarmed my glucose level was actually high as I had symptoms of dry mouth and thirst from high glucose. I used glucose meter to verify my suspicions. The cgm was reading 66 mg/dl and the meter was reading 162 mg/dl. This was at 7:12am. I waited to see if cgm would come back in line after entering 2 calibrations, waiting the required 15 minutes between calibrations. For about 15 minutes after last calibration, the cgm came back in line with meter. Then at 7:47am, the sensor fail alarm alerted. By 8:16am, my glucose was 250 mg/dl due to pump being suspended by cgm. By 10:23am, my glucose had risen to 332 mg/dl and I was starting to show symptoms of diabetic ketoacidosis, running ketones in urine at a rate of 30 mg/dl. At 11:07am, I inserted a new sensor. The sensor did not complete its 2-hour warmup period. After 2 minutes it began alarming the "low" warning. This low warning went on for over an hour even though my glucose was still in the 330 mg/dl range. I took the insulin pump out of control iq so the cgm would not be controlling it, but the adverse injury was already beginning. This on for hours and my symptoms of dka were rapidly getting worse. My glucose continued to rise, peaking at 362 mg/dl. My ketones rose to 40 mg/dl. I was disoriented, nearly losing consciousness. I was unable to call for help due to my condition. Dka is fatal if unable to seek medical attention. Thankfully, my dosing of insulin began to bring my glucose down and I was able to become aware of what was going on. It took until after 7:00pm for my glucose to come back into normal range and negative ketones. I contacted dexcom at 11:19am for replacement of the second sensor. The technical support representative was rude and told me to stop talking while I was trying to explain what was happening. He questioned the transmitter serial number saying it was old and questioning why I was using it. It is what my medical supply company sent me this year. The transmitter was manufactured 12-03-2021 and has a listed expiration date of 12-03-2022. I was told by representative that this transmitter was old, should not be used, and that the expiration date was not for patients. The FDA needs to take these reports more seriously. This is the second adverse event report I have filed in a month for a dexcom device. Unfortunately, the FDA's lack of response is going to get people killed. If I had been driving a vehicle I could have injured or killed someone. If I had lost consciousness, I would have died and would not have been found for a day or two when I had not made contact with family members. T1d (type 1 diabetic) for nearly 39 years. I have used insulin pump for 22 years. Have previously used dexcom g4 and g5 systems with no issues. Reference reports: mw5099574, mw5099574-1, mw5099574-2, mw5099574-3, mw5156674, mw5156674-1, mw5156675, mw5156675-1, mw5157376.